Event description:
It was reported that the transducer signal cannot be heard on the avalon fm20 fetal monitor. It is unknown if the device was in use at time of event. There was no reported patient/user injury.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported that the transducer signal cannot be heard on the avalon fm20 fetal monitor. It is unknown if the device was in use at time of event. There was no reported patient/user injury.